Event description:
Patient reported unknown side with no complaint against device. Physician reported a right side rupture observed during surgery. The device was explanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: to redeem claim with an "unspecified complaint."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side with no complaint against device. Physician reported a right side rupture observed during surgery. The device was explanted.